Event description:
A company rep reports a case of inadvertent iridectomy during attempted intraoperative retrieval and repositioning of the istent. A review of the surgical video revealed that the iris had prolapsed out of the incision and as the inserter was removed from the incision, a portion of the iris was inadvertently removed. The surgeon reported that the iris prolapse was confounded by the pt's dark iris. At the pt's last follow-up visit on (B)(6) 2013, the pt was doing well, bcva was 20/30, ucva was 20/40, iop: 10 mmhg. Capsular fibrosis was noted, probably from heme. The surgeon also reported that it is hard to detect the partial iridectomy cosmetically because of the dark iris.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. The istent was discarded by the customer, but the inserter is being returned for evaluation. Once the device is rec'd and the evaluation is complete, the results will be submitted in a supplemental report. The surgeon did not attribute the adverse event to the device. The device labeling contains the following caution statement: "care should be exercised when exiting the wound." (B)(4).